Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history review in this case.

Event description:
A physician attempted arteriotomy closure using the starclose device in the right common femoral artery. Post deployment, the pt complained of right leg pain/cold leg. Surgery was performed on the right common femoral artery.